Manufacturer narrative:
Device passed the displacement and self test. No audio or vibrate anomaly or absence of alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was beeping and vibrating for no reason. The customer went through troubleshooting. The insulin pump did not vibrate during the vibrate test. The customer¿s blood glucose level was 98 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.